Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have provided a letter of recommendation from their dentist. In the letter the dentist stated the patient informed them that they were being treated with byte aligners and was told by the representative that they only need to wear the aligners at night. The wearing of aligners at night will result in unwanted round tripping - due to the teeth straightening when the aligners are worn at night and then relapsing when aligners are not worn during the day. The excessive round tripping puts teeth at a higher risk for unwanted root resorption. In addition, wearing the aligners during the night time only also contributes to the teeth not tracking with the aligners planned movement. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.